Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the severely calcified anterior tibial artery. After the guide wire crossed the lesion, a 3.0mmx30mmx143cm fg coyote nc mr (nc quantum apex¿) balloon catheter was advanced for dilatation and was initially inflated at 20 atmospheres for 30-60 seconds. However, on the second inflation at 12 atmospheres, the balloon ruptured due to severe calcification. The device was completely removed from the patient and the procedure was completed with a 3mm small peripheral cutting balloon catheter (spcb). No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.  (B)(4).